Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as marks and hives with some bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and advised to stop wearing the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.